Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was open at the sample and the patient connector was closed with a combi stopper (the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. Statement: received one piece of used, approximately full filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed at the filter housing, along the tubing and within the lumen before glass tube and after microbore tube of the microbore sub-assembly. Clamp clip of the returned sample was opened and waited for 10 minutes, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: returned sample was filled with nacl to its nominal volume of 100 ml, and left for 1 hr. After 1 hr, solution was not flowing. It could be possibly contributed by the crystallized residue which is still stuck in the tubing and could not be flushed out during the de-con process. Thus, water flow rate test cannot be proceeded. Conclusion: the slow flow rate complaint is not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4).this report has been identified as b. Braun (B)(4) internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(6) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6) : incomplete infusion, lack of the 16h of the infusion.